Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "at 13:37 on (B)(6) 2024, PICC catheterization was performed for the patient, and it was found that there was residue on the needle bevel after the puncture needle was used through the needle guide device, so the nurse immediately used a syringe containing normal saline to flush the needle, and continued to puncture after rinsing, and the irrigated needle was hung with water beads, which made the puncture difficult, and the puncture was completed at 13:50." No other information was provided.